Event description:
Patient reported "capsular contracture baker grade 3", "there is no seroma or suspicious finding with regard to alcl", "capsular contracture, stage iii", "suspected alcl" no biomarkers were provided, "capsular contracture, as well as anxiety regarding possible alcl in the presence of existing allergan implants" and "capsular fibrosis (baker grade 3) as well as taking into account the existing safety recall campaign for textured biocell implants (bia-alcl prevention)." This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.